Event description:
It was reported that multiple occlusion alarms occurred. Customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 426 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids. At the time of the report with tandem technical support the customer was still admitted to the hospital. Pump supplies were changed to resolve the reported occlusions. Multiple attempts were made to follow up with the customer; however, no response was received.